Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device passed the functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The unit was programmed with multiple dual wave boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No delivery anomaly noted. The device was received with broken battery tube threads, cracked reservoir tube lip and cracked display window corner.

Event description:
It was reported that the customer's insulin pump had a delivery anomaly during boluses. The customer stated that the insulin pump was not delivering the full bolus amount. The customer's blood glucose level was 150 mg/dl. Standard troubleshooting was performed. The customer stated she forgot to fill the cannula. The customer did not feel comfortable with the insulin pump. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.